Manufacturer narrative:
No follow-up has been scheduled at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited oversensed noise on the right ventricular (rv) channel. The noise was consistent with the minute ventilation signal. Boston scientific technical services (ts) reviewed data from the device and noted that a jump in rv impedances had also occurred. Ts recommended performing testing and reprogramming the system. The minute ventilation sensor was programmed off and the patient will be brought back into the clinic to perform the recommended testing. The rv lead is a competitor product. This pacemaker remains in service. No adverse patient effects were reported. This device was included in the recent mv sensor signal oversensing advisory population.